Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("piece of the essure device was embedded so deeply into her uterus") and embedded device ("piece of the essure device was embedded so deeply into her uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff's menstrual periods were not nearly as painful or heavy and she had no problem with going about her daily life,. Concurrent conditions included allergic reaction (she cannot wear fake or costume jewelry which contains nickel (it causes skin redness and itchiness)). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain /cramping"), teeth brittle ("brittle teeth"), headache ("headaches"), vaginal discharge ("vaginal discharge"), stress urinary incontinence ("stress urinary incontinence"), vaginal disorder ("noninflammatory disorders of the vagina"), ovarian cyst ("ovarian cyst") and abdominal pain upper ("stomach pain"). The patient was treated with azithromycin (zithromax), surgery (laparoscopic bilateral salpingectomy with removal of the essure and piece will be removed by an additional surgery). At the time of the report, the pelvic pain, device breakage, embedded device, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, teeth brittle, headache, vaginal discharge, stress urinary incontinence, vaginal disorder, ovarian cyst and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, device breakage, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, ovarian cyst, pelvic pain, stress urinary incontinence, teeth brittle, vaginal discharge and vaginal disorder to be related to essure. The reporter commented: the operative report noted bilateral essure devices within the fallopian tubes. On (B)(6) 2018, she was advised by her physician that a piece of the essure was embedded so deeply into her uterus that it was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils within uterine cavity/successful placement ultrasound scan - on (B)(6) 2017: ovarian cyst. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('piece of the essure device was embedded so deeply into her uterus'), embedded device ('piece of the essure device was embedded so deeply into her uterus') and uterine perforation ('perforation noted') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff's menstrual periods were not nearly as painful or heavy and she had no problem with going about her daily life,. Concurrent conditions included allergic reaction (she cannot wear fake or costume jewelry which contains nickel (it causes skin redness and itchiness)). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain /cramping"), teeth brittle ("brittle teeth"), headache ("headaches"), vaginal discharge ("vaginal discharge"), stress urinary incontinence ("stress urinary incontinence"), vaginal disorder ("noninflammatory disorders of the vagina"), ovarian cyst ("ovarian cyst"), abdominal pain upper ("stomach pain"), back pain ("my back hurts at night"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy symptoms"). The patient was treated with azithromycin (zithromax) and surgery (piece will be removed by an additional surgery and laparoscopic bilateral salpingectomy with removal of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, embedded device, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, teeth brittle, headache, vaginal discharge, stress urinary incontinence, vaginal disorder, ovarian cyst and abdominal pain upper had not resolved and the uterine perforation, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, hypersensitivity, menorrhagia, ovarian cyst, pelvic pain, stress urinary incontinence, teeth brittle, uterine perforation, vaginal discharge and vaginal disorder to be related to essure. The reporter commented: the operative report noted bilateral essure devices within the fallopian tubes. On (B)(6) 2018, she was advised by her physician that a piece of the essure was embedded so deeply into her uterus that it was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils within uterine. Cavity/successful placement. Ultrasound scan - on (B)(6) 2017: results: ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. New events: uterine perforation, allergy and abnormal bleeding were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('piece of the essure device was embedded so deeply into her uterus/remained essure coils'), embedded device ('piece of the essure device was embedded so deeply into her uterus') and uterine perforation ('perforation noted') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff's menstrual periods were not nearly as painful or heavy and she had no problem with going about her daily life,. Concurrent conditions included allergic reaction (she cannot wear fake or costume jewelry which contains nickel (it causes skin redness and itchiness)). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain /cramping"), teeth brittle ("brittle teeth"), headache ("headaches"), vaginal discharge ("vaginal discharge"), stress urinary incontinence ("stress urinary incontinence"), vaginal disorder ("noninflammatory disorders of the vagina"), ovarian cyst ("ovarian cyst"), abdominal pain upper ("stomach pain"), back pain ("my back hurts at night"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy symptoms"). The patient was treated with azithromycin (zithromax) and surgery (piece will be removed by an additional surgery and laparoscopic bilateral salpingectomy with removal of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, embedded device, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, abdominal pain, teeth brittle, headache, vaginal discharge, stress urinary incontinence, vaginal disorder, ovarian cyst and abdominal pain upper had not resolved and the uterine perforation, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, ovarian cyst, pelvic pain, stress urinary incontinence, teeth brittle, uterine perforation, vaginal discharge and vaginal disorder to be related to essure. The reporter commented: the operative report noted bilateral essure devices within the fallopian tubes. On (B)(6) 2018, she was advised by her physician that a piece of the essure was embedded so deeply into her uterus that it was not removed. Discrepancy noted for date of insertion: (B)(6) 2010. Four trailing coils were noted bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils within uterine cavity/successful placement. Ultrasound scan - on (B)(6) 2017: results: ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information, patient's date of birth, product indication added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('piece of the essure device was embedded so deeply into her uterus/remained essure coils'), embedded device ('piece of the essure device was embedded so deeply into her uterus') and uterine perforation ('perforation noted') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff's menstrual periods were not nearly as painful or heavy and she had no problem with going about her daily life,. Concurrent conditions included allergic reaction (she cannot wear fake or costume jewerly which contains nickel (it causes skin redness and itchiness)). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain /cramping"), teeth brittle ("brittle teeth"), headache ("headaches"), vaginal discharge ("vaginal discharge"), stress urinary incontinence ("stress urinary incontinence"), vaginal disorder ("noninflammatory disorders of the vagina"), ovarian cyst ("ovarian cyst"), abdominal pain upper ("stomach pain"), back pain ("my back hurts at night"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy symptoms"). The patient was treated with azithromycin (zithromax) and surgery (piece will be removed by an additional surgery and laparoscopic bilateral salpingectomy with removal of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, embedded device, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, abdominal pain, teeth brittle, headache, vaginal discharge, stress urinary incontinence, vaginal disorder, ovarian cyst and abdominal pain upper had not resolved and the uterine perforation, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, ovarian cyst, pelvic pain, stress urinary incontinence, teeth brittle, uterine perforation, vaginal discharge and vaginal disorder to be related to essure. The reporter commented: the operative report noted bilateral essure devices within the fallopian tubes. On (B)(6) 2018, she was advised by her physician that a piece of the essure was embedded so deeply into her uterus that it was not removed. Discrepancy noted for date of insertion: (B)(6) 2010. Four trailing coils were noted bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils within uterine cavity/successful placement. Ultrasound scan - on (B)(6) 2017: results: ovarian cyst. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("piece of the essure device was embedded so deeply into her uterus") and embedded device ("piece of the essure device was embedded so deeply into her uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff's menstrual periods were not nearly as painful or heavy and she had no problem with going about her daily life,. Concurrent conditions included allergic reaction (she cannot wear fake or costume jewerly which contains nickel (it causes skin redness and itchiness)). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain, device breakage and embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain /cramping"), teeth brittle ("brittle teeth"), headache ("headaches"), vaginal discharge ("vaginal discharge"), stress urinary incontinence ("stress urinary incontinence"), vaginal disorder ("noninflammatory disorders of the vagina"), ovarian cyst ("ovarian cyst") and abdominal pain upper ("stomach pain"). The patient was treated with azithromycin (zithromax), surgery (laparoscopic bilateral salpingectomy with removal of the essure), surgery (piece will be removed by an additional surgery). At the time of the report, the pelvic pain, device breakage, embedded device, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, teeth brittle, headache, vaginal discharge, stress urinary incontinence, vaginal disorder, ovarian cyst and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, device breakage, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, ovarian cyst, pelvic pain, stress urinary incontinence, teeth brittle, vaginal discharge and vaginal disorder to be related to essure. The reporter commented: the operative report noted bilateral essure devices within the fallopian tubes. On (B)(6) 2018, she was advised by her physician that a piece of the essure was embedded so deeply into her uterus that it was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils within uterine cavity/successful placement. Ultrasound scan - on (B)(6) 2017: ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("piece of the essure device was embedded so deeply into her uterus") and embedded device ("piece of the essure device was embedded so deeply into her uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff's menstrual periods were not nearly as painful or heavy and she had no problem with going about her daily life,. Concurrent conditions included allergic reaction (she cannot wear fake or costume jewerly which contains nickel (it causes skin redness and itchiness)). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain /cramping"), teeth brittle ("brittle teeth"), headache ("headaches"), vaginal discharge ("vaginal discharge"), stress urinary incontinence ("stress urinary incontinence"), vaginal disorder ("noninflammatory disorders of the vagina"), ovarian cyst ("ovarian cyst") and abdominal pain upper ("stomach pain"). The patient was treated with azithromycin (zithromax), surgery (laparoscopic bilateral salpingectomy with removal of the essure), surgery (piece will be removed by an additional surgery) and surgery (piece will be removed by an additional surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, embedded device, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, teeth brittle, headache, vaginal discharge, stress urinary incontinence, vaginal disorder, ovarian cyst and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, device breakage, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, ovarian cyst, pelvic pain, stress urinary incontinence, teeth brittle, vaginal discharge and vaginal disorder to be related to essure. The reporter commented: the operative report noted bilateral essure devices within the fallopian tubes. On (B)(6) 2018, she was advised by her physician that a piece of the essure was embedded so deeply into her uterus that it was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils within uterine cavity/successful placement ultrasound scan - on (B)(6) 2017: ovarian cyst . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: update of quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('piece of the essure device was embedded so deeply into her uterus') and embedded device ('piece of the essure device was embedded so deeply into her uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff's menstrual periods were not nearly as painful or heavy and she had no problem with going about her daily life,. Concurrent conditions included allergic reaction (she cannot wear fake or costume jewelry which contains nickel (it causes skin redness and itchiness)). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain /cramping"), teeth brittle ("brittle teeth"), headache ("headaches"), vaginal discharge ("vaginal discharge"), stress urinary incontinence ("stress urinary incontinence"), vaginal disorder ("noninflammatory disorders of the vagina"), ovarian cyst ("ovarian cyst"), abdominal pain upper ("stomach pain") and back pain ("my back hurts at night"). The patient was treated with azithromycin (zithromax) and surgery (piece will be removed by an additional surgery and laparoscopic bilateral salpingectomy with removal of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, embedded device, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, teeth brittle, headache, vaginal discharge, stress urinary incontinence, vaginal disorder, ovarian cyst and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, ovarian cyst, pelvic pain, stress urinary incontinence, teeth brittle, vaginal discharge and vaginal disorder to be related to essure. The reporter commented: the operative report noted bilateral essure devices within the fallopian tubes. On (B)(6) 2018, she was advised by her physician that a piece of the essure was embedded so deeply into her uterus that it was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils within uterine cavity/successful placement. Ultrasound scan - on (B)(6) 2017: results: ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new reporter was added, event back pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.